Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00876 and 2134265-2018-00947. It was reported that stent thrombosis and chest pain occurred. The patient presented with an acute st elevated myocardial infarction and received bivalirudin therapy (blood thinner). Target lesion #1 was located in the circumflex artery. Following predilation using a 2.50mm x 20mm emerge balloon, a 2.50 x 24mm synergy ii stent was successfully deployed. Target lesion #2 was located in the left anterior descending (lad) artery. Predilation was performed with a 2.50mm x 15mm emerge balloon. A 2.75 x 12mm synergy ii stent system deployed in the lad and a 2.75x20mm synergy ii everolimus stent was deployed in the distal lad. The procedure was completed and the patient was then transferred from cath lab however, the patient started having chest pain. The patient was brought back to the cath lab and it was noted that a focal clot was present in both the mid circumflex and mid lad. A 2.50mm x 15mm emerge balloon was used to dilate the clot present inside the synergy stents. No further patient complications were reported and the patient's status was fine. The patient was discharged from the hospital four days later.